Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor code was not accepted. Data was evaluated and the allegation was confirmed. The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. In addition, a low transmitter battery and transmitter failed error was found in connection to the reported allegation. The reported event of that the sensor code was not accepted is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.